Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker was explanted following declaration of elective replacement time (ert) and exhibiting loss of capture (loc) on an unknown lead. A new device and leads were subsequently implanted. No adverse patient effects were reported.